Manufacturer narrative:
(B)(4) the axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of aneurysm, it was reported that axium coil prematurely detached while it was delivered in the microcatheter. No further information provided. No patient injury reported as a result of the procedure.